Event description:
It was reported that the device exhibited a ¿no disposable, pump will not run¿ alarm message. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Date returned to manufacturer: 07-dec-2023 device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing duplicated the reported issue, the pump displayed last error code 1260. The investigation determined that a faulty real time clock battery was the cause of the reported issue. The real time clock battery was replaced and pump software was re-installed onto the pump. Service history review identified the complaint was not related to a previous service of the device within the review period.